Manufacturer narrative:
An event of patient-device incompatibility (implant related tissue damage) was reported with patient effects of angina, pericardial effusion, and cardiac tamponade. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, a cause for the reported patient-device incompatibility (implant related tissue damage) was reported with patient effects of angina, pericardial effusion, and cardiac tamponade could not be determined. An unexpected medical intervention was a result of case-specific circumstances, as a pericardiocentesis was performed. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a 28mm amulet device was selected for implantation using a 14f amplatzer torqvue delivery sheath. The case duration was extended due to a challenging transeptal puncture, which required multiple attempts and resulted in loss of transeptal access twice. Intracardiac echocardiography (ice) was used to guide the transeptal puncture. Following a successful ablation, ice imaging was utilized to confirm the appropriate device size and assess the left atrial appendage (laa) anatomy. The left atrial pressure at the time of the procedure was >12 mm hg, specifically 15 mm hg. The patient was in normal sinus rhythm during the procedure. Initial attempts to advance the 14f amplatzer torqvue sheath into the laa were unsuccessful due to a high transeptal puncture site and suboptimal trajectory, which hindered proper engagement of the appendage. The location of the transeptal puncture was mid in bicaval and mid in short-axis. A redo of the transeptal puncture was not possible due to a small fossa ovalis and that three transeptal crossings had already been performed. Anatomical constraints, including an extremely small fossa with only one viable crossing point, contributed to the decision to avoid a redo puncture. Additionally, transeptal access had been lost twice during the concomitant af ablation procedure, further discouraging re-crossing. Laa landing zone measurements were obtained prior to device selection. Ice imaging showed a minimum diameter of 7mm and a maximum of 25mm, while angiographic assessment confirmed a landing zone of 25mm, supporting the choice of a 28mm amulet device. The physician attempted to deploy the 28mm amplatzer amulet using a ball configuration, but engagement of the appendage remained difficult. There was difficulty tracking the sheath over the pigtail to get into the left atrial appendage.the first 28mm amulet device was fully recaptured after unsuccessful engagement in ball formation. The device was completely retracted into the delivery system once (lot 10679671) and exchanged for a steerable sheath and a new 28mm amulet device (lot 10763557). The device and delivery system were exchanged following the full recapture. There were multiple wire and delivery sheath exchanges during the procedure. The sheath was exchanged mid-left atrium, and difficulty was encountered getting into the appendage with the sheath using the pigtail in the appendage to try to track the sheath. The physician then attempted ball engagement of the device, which was unsuccessful. The sheath was subsequently exchanged for a steerable sheath, and a pigtail with a wire inside was used as a rail to bring the steerable sheath into the appendage and deploy the new 28mm amulet device. The steerable sheath successfully engaged the appendage, and the physician implanted a 28mm amulet device with a single deployment. No partial or full recaptures were performed during this final deployment. The disc was optimized to the best achievable position, although it was not fully seated on the pulmonary vein ridge. Despite the disc not being fully on the pv ridge, deployment was considered the best possible outcome due to difficulty engaging the appendage and advancing the sheath. The disk did cover the appendage but was slightly deep on the pv ridge due to orientation. The physician elected not to reposition the device. No issues with the amplatzer amulet device were noted during the procedure. The physician determined this was the best possible outcome under the circumstances and elected to release the device, which met close criteria. The patient was monitored post-procedure and discharged. However, later that evening, the patient was presented to the emergency department with chest pain and signs of cardiac tamponade. A pericardiocentesis was performed, and 350cc of pericardial fluid were drained. The patient was stabilized and remained under observation as of (B)(6) 2025. The suspected cause of the cardiac tamponade was unknown, with a post-procedural pericardial effusion being noted.

Event description:
It was reported that on (B)(6) 2025, a 28mm amulet device was selected for implantation using a 14f amplatzer torqvue delivery sheath. The case duration was extended due to a challenging transeptal puncture, which required multiple attempts and resulted in loss of transeptal access twice. Intracardiac echocardiography (ice) was used to guide the transeptal puncture. Following a successful ablation, ice imaging was utilized to confirm the appropriate device size and assess the left atrial appendage (laa) anatomy. Initial attempts to advance the 14f amplatzer torqvue sheath into the laa were unsuccessful due to a high transeptal puncture site and suboptimal trajectory, which hindered proper engagement of the appendage. The location of the transeptal puncture was mid in bicaval and mid in short-axis. A redo of the transeptal puncture was not possible due to a small fossa ovalis and that three transeptal crossings had already been performed. Anatomical constraints, including an extremely small fossa with only one viable crossing point, contributed to the decision to avoid a redo puncture. Additionally, transeptal access had been lost twice during the concomitant af ablation procedure, further discouraging re-crossing. Laa landing zone measurements were obtained prior to device selection. Ice imaging showed a minimum diameter of 7mm and a maximum of 25mm, while angiographic assessment confirmed a landing zone of 25mm, supporting the choice of a 28mm amulet device. The physician attempted to deploy the 28mm amplatzer amulet using a ball configuration, but engagement of the appendage remained difficult. The first 28mm amulet device was fully recaptured after unsuccessful engagement in ball formation. The device was subsequently removed, and the torqvue sheath was exchanged for a 14f steerable amulet delivery sheath. After rewiring the sheath and re-engaging the pigtail catheter into the appendage, further difficulty was encountered in tracking the steerable sheath over the pigtail. The steerable sheath successfully engaged the appendage, and the physician implanted a 28mm amulet device with a single deployment. No partial or full recaptures were performed during this final deployment. The disc was optimized to the best achievable position, although it was not fully seated on the pulmonary vein ridge. Despite the disc not being fully on the pv ridge, deployment was considered the best possible outcome due to difficulty engaging the appendage and advancing the sheath. The disk did cover the appendage but was slightly deep on the pv ridge due to orientation. The physician elected not to reposition the device. No issues with the amplatzer amulet device were noted during the procedure. The physician determined this was the best possible outcome under the circumstances and elected to release the device, which met close criteria. The patient was monitored post-procedure and discharged. However, later that evening, the patient was presented to the emergency department with chest pain and signs of cardiac tamponade. A pericardiocentesis was performed, and 350cc of pericardial fluid were drained. The patient was stabilized and remained under observation as of (B)(6) 2025. The suspected cause of the cardiac tamponade was unknown, with a post-procedural pericardial effusion being noted.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.